Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had three cracks. Customer also reported to have had low blood glucose and had been hospitalized as a result. Customer's blood glucose at the time of call was 130 mg/dl. Customer declined further troubleshooting.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, display window, reservoir tube window corners, and reservoir tube window and battery tube threads. Unit received with minor scratched display window.